Event description:
It was reported that the customer quit wearing the sensor because it has failed her more than twice. Customer wears the sensor on her waist and keeps getting lost sensor alerts. Customer has 5-6 sensors left and stated that she always went back to them after taking a break. Customer stated that about 6 weeks ago, she had a low blood glucose event when she woke up her husband and passed out because her blood glucose level was low. Customer's husband called 911 and her blood glucose level was so low that the paramedics could not read it on the meter. The paramedics gave her a glucagon shot and brought her blood glucose level up to 20 mg/dl. Customer stated that the sensor was in her arm two feet from her pump, but because it was in lost sensor, it did not read her low and did not notify her. Customer was taken to the emergency room after the shot was given. Customer's blood glucose level was 60 mg/dl when she arrived at the hospital. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).